Manufacturer narrative:
As reported, the ¿shield edge¿ of the 3dmax light mesh was missing and the mesh was frayed. Review of the photo provided shows a tear in the edge seal of the mesh, that travels into the woven mesh. A second tear in the edge seal is also visible. Review of the photo does not assist in determining root cause. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in january 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The sample was returned in the product carton but was not within the protective clamshell tray which caused further deforming to the unit. There were visible signs of handling by user noted. Based on evaluation of the returned sample and manufacturing process evaluation performed a definitive root cause could not be determined. The most probable root cause for the defect identified is damage caused by the user. However, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, immediately after opening the 3dmax light mesh package, it was noticed that the ¿shield edge on the back of the mesh was missing and fraying also occurred¿. It was reported that there was no damage noticed on inner and outer package. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the ¿shield edge¿ of the 3dmax light mesh was missing and the mesh was frayed. Review of the photo provided shows a tear in the edge seal of the mesh, that travels into the woven mesh. A second tear in the edge seal is also visible. Review of the photo does not assist in determining root cause. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, immediately after opening the 3dmax light mesh package, it was noticed that the ¿shield edge on the back of the mesh was missing and fraying also occurred¿. It was reported that there was no damage noticed on inner and outer package. Another device was used to complete the procedure. There was no patient injury.